Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated that the scs patient underwent an explant procedure due to charging difficulties. It was also reported that the patient experienced minor weight loss. Postoperatively, the patient is doing very well and remains satisfied with the therapy. The explanted device was disposed of and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Correction to the follow-up 1 MDR in block(s) h6.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated that the scs patient underwent an explant procedure due to charging difficulties. It was also reported that the patient experienced minor weight loss. Postoperatively, the patient is doing very well and remains satisfied with the therapy. The explanted device was disposed of and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.